Manufacturer narrative:
A visual and functional examination of the returned guides confirmed the reported event. The DHR, risk analysis, and the design fmeca were reviewed and it was determined that the reported event is adequately identified. The probable underlying root cause for the reported event is insufficient usage of sealant. The manufacturer is aware of the reported event and has taken steps to mitigate future occurrences.

Event description:
It was reported that during the procedure the instruments malfunctioned resulting in a delay of over thirty minutes.patient outcome: no adverse effect reported as a result of this event.